Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use. The device was explanted (date not reported). It is unknown if the patient has been reimplanted with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery.this report is filed september 4, 2013.

Manufacturer narrative:
(B)(4).